Event description:
It was reported that the patient felt fatigue when the device triggered elective replacement indicator. Palso reported was possible premature battey depletion. The device was explanted and replaced. There were no further reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.